Event description:
It was reported that (1) lcsc5 was used during a laparoscopic hemicolectomy procedure. It was reported by the affiliate that the surgeon had to change to a new lcsc5 because the first one was too dirty and not functional anymore. The lcsc5 was fixed on the handpiece but malfunctioned. The handpiece tested ok. This happened after two hours working in very fat meso colon. The case was completed by bipolar scissors. There was no consequence to pt.